Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was close to 2 weeks ago the pts stimulator stopped working the way the patient expected it to and it seemed like it was stimulating more aggressively. Caller noted that the patient tried to decrease the intensity levels to see if that would help. Caller did not know when the issue first started for it was probably close to 2 weeks ago. The patient was redirected to their healthcare provider to further address the issue. Patient service emailed caller healthcare provider listings. Patient was hospitalized about 3 weeks ago and it was not due to complications with the medtronic device.

Event description:
Additional information received from the consumer reported that the cause of the issue was the stimulator was set too high for the pain they were in and it wouldn¿t stay down to a lower setting. The patient was set on a new program and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.